Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: 7077669.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation and lead migration was confirmed by the physician. Therefore, the patient underwent a lead revision procedure during which the lead was repositioned. There were no reported patient complications postoperatively.